Event description:
The skin on the thigh was perforated (approx. 0.5cm) with the resector. Two days post-operatively an area of necrosis had developed around the wound approximately 4-5 cm in diameter. The necrotic tissue was excised and the wound closed with suture.